Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels and that the customer had a problem with the transmitter. The blood glucose reading was 50 mg/dl but the customer did not want to address that matter. The transmitter passed the test plug procedure. The customer was in a hurry and declined troubleshooting for low blood glucose. Nothing further reported.